Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus calibration issue. Analysis did confirm that the metal slide of a floppy disk was stuck in the disk drive. The metal piece was removed and the floppy disk drive worked as expected. The connection between the printed circuit board (pcb) and the overlay was cleaned and reseated as a preventative measure. The stylus was able to be calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not aligned with the cursor on the screen. The user inserted a floppy disk to test the calibration but the metal slide of the floppy disk came off inside the programmer. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.